Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. It was noted that the patient had a porcelain aorta. During the procedure there was difficulty advancing the aortic arch with the delivery system. The delivery system was pinned on the outer curve and was catching on calcium in the ascending aorta. The delivery system was removed from the patient and inspected. The tip of the valve capsule appeared to be damaged with calcium deposits hanging off. A new 29mm navitor vision valve and large flexnav delivery system were used to complete the procedure. There was still some difficulty advancing the second delivery system. The non-abbott guidewire was replaced with a different non-abbott guidewire to allow a more coaxial approach and successful placement in the aorta. The second valve was implanted. Later that night the patient experienced a massive stroke. The patient was transferred to the operating room. On (B)(6) 2025 the patient passed away.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. It was noted that the patient had a porcelain aorta. During the procedure there was difficulty advancing the aortic arch with the delivery system. The delivery system was pinned on the outer curve and was catching on calcium in the ascending aorta. The delivery system was removed from the patient and inspected. The tip of the valve capsule appeared to be damaged with calcium deposits hanging off. A new 29mm navitor vision valve and large flexnav delivery system were used to complete the procedure. There was still some difficulty advancing the second delivery system. The non-abbott guidewire was replaced with a different non-abbott guidewire to allow a more coaxial approach and successful placement in the aorta. The second valve was implanted. Later that night the patient experienced a massive stroke. The patient was transferred to the operating room. On (B)(6) 2025 the patient passed away.

Manufacturer narrative:
\The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. It was noted that the patient had a porcelain aorta. Pre-balloon dilation was done using a 26mm non-abbott balloon that was noted have been successful. During the procedure there was difficulty advancing the aortic arch with the delivery system. The delivery system was pinned on the outer curve and was catching on calcium in the ascending aorta. The delivery system was removed from the patient and inspected. The tip of the valve capsule appeared to be damaged with calcium deposits hanging off. A new 29mm navitor vision valve and large flexnav delivery system were used to complete the procedure. There was still some difficulty advancing the second delivery system. The non-abbott guidewire was replaced with a different non-abbott guidewire to allow a more coaxial approach and successful placement in the aorta. The second valve was implanted. It was noted that no post balloon aortic valvuloplasty was done. Later that night the patient experienced a massive stroke and a peritoneal bleed. On (B)(6) 2025 the patient passed away.

Manufacturer narrative:
An event of advancement difficulty through patient anatomy, damaged valve capsule, stroke, peritoneal hemorrhage, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported death appears to be related to procedural complication due to the stroke and retroperitoneal hemorrhage. However, the cause of the stroke and hemorrhage could not be conclusively determined. The reported valve capsule damage is consistent with damage caused by the advancement difficulties. These difficulties appear to be associated with the patient¿s condition (porcelain aorta). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect- impact code: 4624 surgical interventions.